Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test and unexpected restart alarm. No unexpected restart alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. Customer's blood glucose value was unknown. Alarm did not occur shortly after inserting a new battery but was recurring during normal use. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Insulin pump will be returned for analysis.